Event description:
It was reported that during preparation for an ablation procedure using an intellanav stable point catheter the device could not be flushed. When flushing the irrigation port, there was at least a partial obstruction, and they couldn't get saline all the way through the catheter. The catheter was replaced with another stable point catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter is in route to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was first visually inspected, and no abnormalities were found. Next, they functionally tested the steering mechanisms of the catheter and found them to function properly. Then, the lumen of the catheter was tested for leaks, the lumen was uncompromised, and the device passed leak testing. They then tested the irrigation flow of the catheter and found that all six irrigation ports allowed free flow and the rate of flow was within device specifications. Finally, the catheter was electrically examined and no shorts or opens were found. Based on all the available information the investigation concluded that no problem could be detected with the returned device. The reported failure was not reproduced during analysis and the device presented with no deficiencies that could have caused or contributed to the event in the allegation.

Event description:
It was reported that during preparation for an ablation procedure using an intellanav stable point catheter the device could not be flushed. When flushing the irrigation port, there was at least a partial obstruction, and they couldn't get saline all the way through the catheter. The catheter was replaced with another stable point catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event. The catheter has been received for analysis.